Manufacturer narrative:
Per issue, pt was recently put on pradaxa; pradaxa is a new drug and has not been validated for use with inratio products. This may contribute to unexpected inr or errors in testing. Qc errors are designed to be generated if the strip has been exposed to adverse environmental condition. There is no info in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. This failure mode will continue to be monitored to determine if corrective action is warranted. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is required. Trend analysis is not required at this time - no strip lot info. This issue will be subject to future tracking. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged "qc1h" errors were displayed on the inratio meter two times. Caller also stated that the strip code number on meter is correct and the strips are not expired. Pt has a catheter and it appeared that there was possibly blood in the urine. Pt was recently put on pradaxa (anticoagulant).